Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and experienced some roughness during actuation; however, the remaining clips met specifications. Engineering disassembled the unit and found excessive tissue debris on the internal components. The root cause of the improper clip loading may have been due to the excessive debris. Engineering was unable to replicate the customer's experience of incomplete clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of error to occur. This lot was built prior to implementation of these enhancements. This document represents our final report.

Event description:
Cholecystectomy- "when they put the clip applier in the cystic duct, the clip fell down several times, not sure. They thought that the clip was properly closed, but a few seconds later they saw the clips out of the duct. The same problem with the previous clip applier that they used in this surgery. They finished the surgery with this, but they have to push the trigger several times in order to fire the clip." Patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.